Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed detect and treat testing. The monitor's electrode belt connector was broken free from the monitor enclosure, lifting pad c19 on the defibrillator pca. Additionally, the monitor's plastic enclosure was excessively damaged. The root cause for the damaged connector and monitor enclosure was excessive force/physical abuse. No adverse event resulted from the defective equipment.

Event description:
During the investigation of a monitor for an unrelated reason, a reportable malfunction was found.